Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000112824.

Event description:
It was reported that the patient experienced falls around the date of (B)(6) 2022, and subsequently had ineffective therapy. Diagnostics revealed high impedances on the lead. Full therapy was unable to be restored after reprogramming. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A patient experiencing ineffective stimulation due to high impedance was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 3006705815-2023-00129 and 3006705815-2023-00130. It was reported that the patient experienced ineffective stimulation following a traumatic event, and high impedances were subsequently discovered on the patient's leads. The patient's ipg was also found to be inoperable. Surgical intervention was undertaken in which the leads and the ipg were explanted and replaced to address the issue.